Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, the patient had a revision due to pain. Per the case details, the surgeon stated the devices were not defective or loose. It is noted via e-mail correspondence within the attachments that no further clinical/medical information is available. Therefore, based on insufficient information, no further medical assessment can be performed at this time. The patient impact beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a thr surgery performed on (B)(6) 2021, a revision surgery had to be conducted on (B)(6) 2021 due to pain. An oxinium fem hd 12/14 28mm +8 was explanted. Surgeon states that the devices were not defective or loose. Current patient status remains unknown.